Manufacturer narrative:
(B)(4). Date sent: 11/29/2023. D4: batch # 540c97. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with a 6r45b reload loaded in the device. The reload was received fully fired with some b-formed staples on the reload deck. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: incomplete firing may result in malformed staples, incomplete cut line, bleeding, and/or difficulty removing the device. The event could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted during the functional testing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 540c97, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide the timeline of events. What color cartridges were used on the appendix and mesoappendix? White magazine did the healthcare professional wait 15 seconds after closing the device before firing? 15 seconds tissue compression any issues with the device intra operatively or with hemostasis or staple formation? Instrument has jammed, resulting in poor clamp formation and hemostasis was the site of the bleed identified during operation, and any staple malformation observed in those areas? Bleeding could be stopped well.

Event description:
It was reported that during an apendectomy, re-bleeding occurred during anastomoses. Intraoperative postoperative bleeding required electrical coagulation. The patients were nevertheless properly treated and are in good condition postoperatively.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the timeline of events. What color cartridges were used on the appendix and mesoappendix? Did the healthcare professional wait 15 seconds after closing the device before firing? Any issues with the device intra operatively or with hemostasis or staple formation? Was the site of the bleed identified during operation, and any staple malformation observed in those areas? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.